Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during set up of a shoulder arthroscopy, the multifix was found to be physically broken when opening the packaging. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided images was performed and found the device laying in an opened tray. The screw and sleeve appear to be assembled on the device and do not appear to have any damage. The anchor is not assembled on the device and cannot be seen in the pictures provided; it seems as if the distal tip of the die has been broken from the device. The suture loader assembly can be seen in one of the pictures. It is not assembled on the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly process found that during inspection of final assembly, the operator must visually inspect the distal end of the device to ensure the presence and proper orientation of the anchor, screw and sleeve, as well as the presence of the pin and to verify that the die lock is actually locked. There was a relationship between the investigation findings and the reported event. The root cause of the reported event could not be determined. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.